Manufacturer narrative:
The initial MDR 1226181-2016-00026 was filed on january 15, 2016. Additional information (01/20/2016): siemens customer care center (ccc) followed up with the customer. There were no instrument errors associated with the discordant result and quality controls were within range. Troubleshooting was not performed. The cause of the discordant, false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the reagent flex as it only had a few test left and repeated the sample, which resulted as expected. The cause of the discordant, false negative hcg result is unknown. Siemens is investigating this issue.

Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension xpand with hm instrument. The discordant result was reported to the physician(s). A new sample drawn from the patient was tested two days later on the same instrument, resulting positive. The original sample was then retested, resulting with a "diluted" flag and no result. The customer performed troubleshooting and repeated the sample, resulting positive. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.